Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1415.

Event description:
Note: this MFR report pertains to the first of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-1786, and #3005099803-2008-1806 for a description of the other devices. It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the cutting wire came out of the bottom, not the top. This product was not used. Another device was used to complete this procedure (unknown manufacturer). No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complaint was not able to be confirmed. A visual and functional evaluation found that the cutting wire was able to orient and deflect within specifications, when the handle was activated. No problems were found with this device, during the investigation. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.